Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Image review: a review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears that there is a lodged component/particle in the grip cable, at the location highlighted by the red arrow below. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations required for the image review.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument was found to have a resin defect near the cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the customer identified the issue after the procedure. No arcing was observed. A backup instrument was used to complete the procedure. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found in the middle of the yaw pulley near the grip cable. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing on 3 of 3 attempts.

Event description:
Refer to h10/h11 for follow-up information.